Event description:
(B)(4). Device was not provided by insurer but was covered except for oop copay...symptoms include but are not limited to painful periods, ovarian cysts, endometriosis, large clots during menses, chronic fatigue, insomnia, joint pain, herniated cervical disc, broken teeth, acne, mood swings, hair loss, weight gain, hypothyroidism, floaters in my vision etc.